Event description:
It was reported that this electrode exhibited an untreated episode with t-wave oversensing and changes in amplitude morphology measurements. No inappropriate shock was ever delivered. Troubleshooting options were provided to the field and additional information provided indicated that due to the continual presence of noise, surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.